Event description:
It was reported that "laparoscope was inserted into abdomen via bluntport trocar/(B)(4). Visualization was provided for local injection and insertion of remaining trocars needed for case. Once all trocars were in place and dissection was about to take place, the surgical tech noticed a foreign object (plastic ring) inside the abdomen. The ring was retrieved." No injury reported to the pt.

Manufacturer narrative:
When the quality engineer has completed the investigation, we will file a supplemental report.